Event description:
Patient was started on 5-fu continuous infusion via avansos home pump infusion system. Medication was started at 1259 on [date redacted] and at 1800 on [date redacted] - the same day, pt noted white, powdery substance on shirt and abdomen and his shirt was wet. Pt presented to ER and avansos pump was removed and line flushed. Wife called in this morning and writer discussed with dr. [Redacted] and determined that pt got about 4 hours of infusion and would reorder 5-fu to be hooked back up today (new infusion ball) for 41 hours. Pt brought 5-fu infusion ball in grocery bag into the cancer center. Noted that the flow restrictor had dried white power on it and pt states that is where the medication was leaking from. Port flushed and positive blood return obtained, and new 5-fu infusion started over 41 hours.